Manufacturer narrative:
Updated fields: e4, h3, h4, h6. The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material remained on the bending section cover. It was communicated that there were no deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). However, the cause of the material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had glubran glue remaining on the outer sheath that was unable to be removed completely. The reported issue was found during set up and there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had glubran glue remaining on the outer sheath that was unable to be removed completely. The reported issue was found during set up and there was no patient involvement.